Event description:
On 6/6/1996, a rast test indicated the individual was allergic to latex. Allegedly from wearing latex medical gloves in the performance of job duties as a certified nursing assistant.